Event description:
It was reported by the patient that they had pain in the hip. The patient stated that they had pain in their hip from having an implanted medical device since 2012. The patient stated that ¿the next surgery would be their ninth.¿ the patient also noted that ¿they would rather have the device explanted than try to get in touch with a surgeon or doctor.¿ it was further noted that the patient did not have a follow-up physician as of the date of this report. The patient also reported a lost or stolen device. The patient noted that their stimulation was off as of the date of this report and they had ¿no way of turning it on.¿ additional information was requested but was not available at the date of this report. Note: a surgery related to a lead was reported in manufacturer report# 3004209178-2014-07317 and an explant was reported in manufacturer report# 3004209178-2010-0087.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v976346, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# va00kga, implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).